Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level were 444 mg/dl and 313 mg/dl. Customer also reported insulin flow blocked alarm. Customer stated that she was delivering bolus. Customer stated that the insulin exited. Customer stated that the cannula was not bent. The device will not be returned for analysis.

Manufacturer narrative:
The customer's weight information with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer's weight information with the initial report was incorrect. The correct information was (B)(6).